Event description:
It was reported that the customer was entering carbohydrates into the insulin pump in order to deliver a bolus, but the number on the insulin pump would not go below 6.8. The customer stated that, upon pressing the button, the numbers start becoming larger and scrolling on their own. The customer expressed that the buttons were hard to decompress. The customer's blood glucose was 4.5 mmol/l. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip and minor scratches on the display window.